Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) kept going into standby mode. The customer swapped out the iabp unit with another iabp unit to continue therapy. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, d4 (unique identifier (UDI) #), g4, g7, h2, h6 (evaluation method codes), h10.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to replicate user complaint. The stm let the iabp ran without any issue with trainer. In addition, during review of log records, the stm identified that the users experienced iab catheter restriction which correlates with the user observations. Logs were attached for reference and other than aforementioned, nothing else unusual was identified in the logs. Subsequently, since the unit was due for pm, the stm replaced scroll compressor and filters. The unit then was calibrated and passed all functional and safety tests per factory specifications. Iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) kept going into standby mode. The customer swapped out the iabp unit with another iabp unit to continue therapy. There was no harm or injury to the patient and no adverse event was reported.